Event description:
It was reported the patient presented in clinic for follow-up. During the follow-up, it was discovered the right ventricular lead had dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition.